Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she woke up with a blood glucose of over 200 mg/dl, ate, and made a correction, but the blood glucose rose to as high as 283 mg/dl. She reported that she changed her set 2 days prior but still woke up with high blood glucose. She was unsure if there were bubbles present in the infusion set tubing. The customer noted that she had recently leveled out the carbohydrates ratio. She stated that the bolus history displayed all entries based on her recollection. She was able to lower the blood glucose to 266 mg/dl. She stated that she observed "clumps" in the tubing. She did not understand why she had not been alerted to indicate that no insulin was going through the tubing. She did not wish to change her infusion set and declined to perform the high pressure test. She was advised to monitor the blood glucose, as it appeared to be lowering.